Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient said that they received implant for bladder pain (interstitial cystitis) and has frequency and urgency. Patient said that she has received two shots for sciatica pain on left side and after 2nd shot is when she noticed return of bladder pain and the frequency and urgency symptoms, about 4-5 days or more ago. When they went to check the implant a couple of days ago, noticed that ins appeared to have shifted. During the call the patient was able to connect and make an adjustment. When asked if patient is aware of the potential side effects of the shot for sciatica that was given, patient replied they do not. Patient was to monitor and track symptoms for 2 days to determine if symptoms subside and was also redirected to contact physician that prescribed shot and ask about potential side effects. Patient did mention that she does take medication for memory, which she has decreased a little herself, and patient was to consider contacting physician that prescribed memory pills to ask if could affect bladder. The patient was also redirected to their healthcare provider to further address the ins shifting issue.